Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. The evidence suggests that this is not a device related incident.

Event description:
Patient presented for hip revision surgery because of hip dislocation.